Event description:
It was reported that a thrombus was noted. During an atrial fibrillation (af) ablation with watchman implant, a versacross connect for faradrive was selected for use. The patient had pacemaker leads. The patient had been fully heparinized prior to transseptal crossing. Act reading was 354. The transseptal puncture (tsp) was successful and when advancing intracardiac echocardiography (ice) catheter over to the left atrium (la), a clot was noted to be in la hugging aorta. The physician tried to bring faradrive sheath closer to clot and aspirate but it would not move. At the time it was a non-mobile structure, and the physician was unsure of what this foreign object. The physician removed everything from la and called for transesophageal echocardiogram (tee) to get a closer look at the object and additional physicians to come for a second opinion. When performing tee, the structure moved over to the left atrial appendage (laa). At this point, the physicians determined it was likely a clot that the faradrive sheath may have grabbed off one of the pacemaker leading on right side and was brought over to la. The decision was made by the physicians to abort af ablation portion of procedure and continue with watchman procedure. The device is not expected to be returned for analysis (disposed). It was further confirmed that the versacross device was in the body when the problem began. There was no system malfunction reported. The physician does not think any of our products contributed to the complication. Patient was not hospitalized for extended time. The patient was later discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a thrombus was noted. During an atrial fibrillation (af) ablation with watchman implant, a versacross connect for faradrive was selected for use. The patient had pacemaker leads. The patient had been fully hepranized prior to transseptal crossing. Act reading was 354. The transseptal puncture (tsp) was successful and when advancing intracardiac echocardiography (ice) catheter over to the left atrium (la), a clot was noted to be in la hugging aorta. The physician tried to bring faradrive sheath closer to clot and aspirate but it would not move. At the time it was a non-mobile structure, and the physician was unsure of what this foreign object. The physician removed everything from la and called for transesophageal echocardiogram (tee) to get a closer look at the object and additional physicians to come for a second opinion. When performing tee, the structure moved over to the left atrial appendage (laa). At this point, the physicains determined it was likely a clot that the faradrive sheath may have grabbed off one of the pacemaker leading on right side and was brought over to la. The decision was made by the physicians to abort af ablation portion of procedure and continue with watchman procedure. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.